Event description:
It was reported that during a thoracotomy pneumonectomy procedure, the surgeon used the device with the green reload twice during the procedure then used the vascular reload to staple the left inferior vein in the chest, reloaded the gun with another white vascular reload to staple off the next vein and after doing so, realized there was a small hole in the first stapling of the left inferior vein. When examining the reload the surgeon realized it looked like not all of the staples had been deployed. The surgeon then had to fix the tear in the artery with sutures. All three other cartridges used in the same device during the procedure fired correctly. The procedure was completed with the initial device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the sc45a device was received in good visual condition and with two ecr45w reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. After further analysis, the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.